Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to flattened dome switches. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer also reported that the insulin pump had a sticking act button, as well as a broken belt clip. The customer's blood glucose was 40 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer also stated that she had experienced 3 occurrences of low blood glucose in the middle of night. She stated that her trainer had overridden something on her device and that her backlight had not been coming on. She complained of being disoriented and did not remember what happened or what she had pressed. She stated that she treated when she reached the low blood glucose of 40 mg/dl, which she was able to bring up to 70 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.